Manufacturer narrative:
The estimate was rejected and the device scrapped per the customer request.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the sensor board was found in the ventilator's downloaded error log.